Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire ptfe (polytetrafluoroethylene) coating peeling could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information provided by the customer indicated the guidewire was prepared as per dfu. Continuous flush was maintained. The patient¿s anatomy was not tortuous. Two guidewires were associated with this reported event. The coating peeled off proximally after the torque device was put over the wire. A torque device used to facilitate directional manipulation of the guidewire. There was no difficulty in rotating the torque device. The coating sheared off after the torque device was put over the wire. There was no issue with wire navigation. The procedure was completed like usual. Additional information stated the coating peeled off proximally after the torque device was put over the wire, therefore it is possible that the user backloaded the guidewire through the introducer causing the ptfe to peel. The introducer supplied with the guidewire is intended to be front loaded through the hub of the introducer, it is not recommend to backload the guidewire through the distal end of the guidewire due to risk of guidewire damage. An assignable cause of handling damage will be assigned to the reported 'guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, coating peeled off proximally after the torque device was put over the subject guidewire. The procedure was completed successfully with no impact to the patient.

Event description:
It was reported that during the procedure, coating peeled off proximally after the torque device was put over the subject guidewire. The procedure was completed successfully with no impact to the patient.